Event description:
It was reported that an unspecified quantity of clearlink system continu-flo solution sets had the connector piece broken inside of the intravenous (IV) clave. This occurred when the set was disconnected after the patient received treatment. The event was further described as "the tubing came disconnected from the part that connects to the IV". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.